Event description:
Number #(B)(6) blood glucose obtained using evencare proview glucometer x 2 results 324 and 317; #(B)(6) blood glucose obtained using a different glucometer results 18. Control test completed on (B)(6) 2017. Level 2 read (B)(6) , level 3 read 570. Evencare proview glucose monitor gtin (B)(4), sn: (B)(4), ref mph 4540, rf16emq. Evencare proview test strips gtin (B)(4), exp (17): 04/19/2019, lot (10): ard20z1a1. Evencare proview glucose control solutions: gtin(B)(4), exp(17): 02/03/2019, lot (10): 6b02a047603b04, ref mph4560.